Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath not splitting properly and failure to achieve hemostasis could not be replicated in a testing environment as they occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported sheath not splitting properly appears to be related to device angle changed prior to thumb advancer stroke completion and failure to achieve hemostasis appears to be related to inadequate tissue capture. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via 5fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the green sheath of the starclose se device did not split properly; however, split completely. The clip of the starclose se device was deployed and achieved partial hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.